Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had backup battery fault alarms. Log files were submitted for review. The event log file of (B)(6) indicated the left ventricular assist device (lvad) was connected on (B)(6) 2024 at 22:34:22. A backup battery fault event was recorded on(B)(6) 2024 at 8:56:26. This event appeared to have occurred after the system controller attempted a load test. The backup battery involved with this event was (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (20240404_112529) for review that showed events spanning approximately 7 days (22sep2022 ¿ 23sep2022, 16mar2023, 01apr2024 ¿ 04apr2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active on 04apr2024 from 08:56:26 ¿ 11:26:55. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if controller (B)(6) was also exchanged, if the patient experienced any adverse consequences due to exchanging controller (B)(6), if the backup battery was exchanged and if so, did it resolve the alarms, if the backup batteries were connected correctly, and if any product would be returned to abbott for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.